Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil filler caps were installed on the vacuum pump to resolve the odor/smells issue. Unit meets specifications and was returned to service on 02/03/16.

Event description:
A customer reported an event of a "strong odor" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure odor/smells to be "low." The assignable cause of the odor/smells issue are oil filler caps on the vacuum pump that had to be reinstalled. The field service engineer performed this repair and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.